Event description:
A medtronic rep reported a solera driver that was stripped. The surgeon completed the procedure with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
Device MFR date is dependent on the lot number, making it unavailable at this time. Part has not been returned to MFR for eval.